Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient was at the hospital when this incident happened, he was there for a diabetic management meeting. At the time of the event, the patient was having a conversation with the nurse. He could not think straight or answer the nurse¿s questions. The nurse took the patient to the emergency room (ER) and there they performed a bg reading which was 40 mg/dl and the cgm was reading 157 mg/dl. The patient¿s bg stabilized 2 hours later, and the patient was discharged to go home. The patient mentioned that he was given an apple juice and couldn¿t remember if he was also given any intravenous medication. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.